Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted during delivery. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.